Event description:
It was reported that the pump exhibited a no disposable clamp tubing alarm. Troubleshooting was performed and the pump continued to alarm. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No device was returned for investigation. Due to this, confirmation of the customer complaint and root cause of the complaint was not determined. Review of the service history found that the device had not been in for service in the past 12 months. If the device is returned, investigation will be completed with the results sent in a supplemental report.